Event description:
Mckinley medical (the manufacturer) has filed this report after becoming aware of a reportable event. The pt experienced diminished cardiac function for a short period in the 7th hour of an infusion regime. The situation required that the pt be intubated. Subsequent information from the user facility indicated that the infustion pump and level of medication infused were not the cause of the pt's symptoms.